Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had lost flow rate display during infusion and a silenced unknown alarm during infusion of levophed (norepinephrine) after an occlusion alarm. When the perfusion restarted, there was an inactivity alarm. This occurred during delivery in the ICU department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the device turned on well without any issue. A simulated infusion was performed for 3 hours without any changes on the screen display. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.